Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error 41541. Functional testing confirmed the customer reported issue. The investigation determined the cause was due to a defective printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
One pump was returned and the customer stated there was a system failure alarm 41541 error. The downstream occlusion seal was found to be damaged and the printed wire assembly was found to be defective. There was unknown patient involvement.